Manufacturer narrative:
G.5. PMA/510(k)#: k111860, k130470. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument, there have been an unspecified number of clostridium positive adenovirus results. No patient impact reported. The following information was provided by the initial reporter: "since maintenance, max gives clostridium positive adenovirus results when they are negative. Affected samples are patients samples."

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument, there have been an unspecified number of clostridium positive adenovirus results. No patient impact reported. The following information was provided by the initial reporter: "since maintenance, max gives clostridium positive adenovirus results when they are negative. Affected samples are patients samples."

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had an "false positive" error. Customer reported that since the pm, their instrument would be reporting positive results on clostri when it should be negative. They also reported that adv would often be called positive when it should be negative. Field service was dispatched. Field service replace a-side reader. Field service performed eft and reader normalization. Instrument was returned to the customer functional. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on (B)(6) 2020, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. No samples were returned for investigation, therefore returned sample analysis was not performed. Root cause cannot be determined with the information provided. Complaint is confirmed by field service during dispatch. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.